Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reamer end stripped as surgeon was doing the case. The stem trial attachment nubs broke off as surgeon was prepping the tibial sleeve. Surgical delay 10 minutes.